Manufacturer narrative:
The device history record (DHR) for lot 4148u13qx was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation and the reported condition was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Section d4: lot number and unique identifier (UDI) # has been updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they took out the product from the freshly opened package, and checked the product if the balloon would inflate by injecting the 10 ml of sterilized water using a syringe. The customer was able to inject the water, and the balloon inflated without problems. However, when pulling the syringe to remove the water, it has only removed about 5 ml, and the balloon did not deflate. By repeating the syringe pulling process a few times, the water was removed eventually. There was no patient use; period of use: unknown.